Manufacturer narrative:
Customer contact reports no patient information available. The customer had the unit repaired by a third party that ordered a cpu board to repair the issue.

Event description:
The hospital reported an error that could result in a loss of mechanical ventilation. There was no report of patient injury.